Manufacturer narrative:
The nurse who was operating the sterilizer failed to follow the warning in the instructions for use and the warning label on the sterilizer door itself. Warning contained in the instructions for use: warning keep clear when the door is ready to open. Five series of three audible beeps will be heard prior to partial door opening. Leave door in this position until steam dissipates. Failure to do so could result in severe burns from steam being released. Warning label located on the sterilizer door: use caution when opening the door. Burns may result from hot steam being released. Leave door open to first catch until steam dissipates.

Event description:
A nurse was running the sterilizer. It was the last cycle of the day so she was trying to make the unit vent faster and to force the door open. When it opened, the nurse received second burns on thumb and fore finger.